Event description:
Pt in ICU [intensive care unit] receiving levophed for blood pressure support at 6.67 ml/hr. Infusion had been running for several hours. The pump began to alarm air in line but there was no air in line on inspection. A new channel and space station was obtained to prevent hemodynamic instability and serious harm. The patient did not have any change in vital signs during the change in pump.